Manufacturer narrative:
Insulin pump passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or test for prime/fill anomaly alarm due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen and alarmed compromised force sensor system. The customer¿s blood glucose level was 196 mg/d at the time of the incident and current blood glucose value was 86 mg/dl. The customer also reported that the insulin was squirting during manual prime process. Customer stated they were unable to exit the preparing to prime loop. Customer was unable to get rid of the fill tubing screen. Customer reported that the insulin pump did not exit the rewind complete or bolus delivery loop and complete the fill tubing process successfully. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.